Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid: 02 (ce danfoss error) was confirmed during event log review and initial functional testing. The defective cooling engine and microcontroller assembly needs to be replaced to remedy the fault. Upon customer approval all defective components will be replaced and the device will be further tested to full specification. During visual inspection, damaged pump lid, bumpers, white rollers and cold well gaskets were noted. Also, the handle, pan drip and seal rocker switch were missing. The connector of processor board was burnt and heater solid state relay was leaking. The thermogard is a reusable device and was manufactured on 2008. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log was performed and found multiple error message tcmid: 02 on the customer reported event date of (B)(6) 2017. The thermogard failed the initial functional testing due to tcmid 02 displayed when the unit was powered on. The heater circuit was leaking and shorted to chassis due to the age of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
As reported, during training, the thermogard xp ivtm system (sn: (B)(4)) was displaying an error message tcmid: 02 (ce danfoss error) when powered on. No patient involvement was reported.